Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that an implantable pulse generator (ipg) transmission would "not go through". The ipg remains in use. No patient complications have been reported as a result of this event.